Event description:
This female patient with a history of previous right-sided carotid endarterectomy and hypertension was admitted for carotid angiography, which revealed an 80% 20mm restenotic lesion, in the area previously treated with endarterectomy, in the proximal right internal carotid artery. The lesion was described as concentric and non-calcified. The vessel was 4.5mm in diameter with no tortuosity. The lesion was predilated. An angioguard embolic protection device with 5mm basket was advanced beyond the target site and was deployed without difficulty. A 6.0 x 40mm precise stent was advanced to the target site and was deployed without complication. The angioguard was successfully retrieved and there was no debris noted in the basket. The patient did no exhibit any neurological deficits when discharged from the procedure room. The patient was discharged in stable condition the following day. Approximately 10 months post index procedure the patient underwent a repeat revascularization for in-stent restenosis of the precise stent in the proximal right internal carotid artery. This revascularization was successful.

Manufacturer narrative:
Additional information will be submitted within 30 days of receipt.